Event description:
The initial reporter stated that the pump "would not deliver formula". They were asked for clarification, and they stated that the pump "would not run during normal delivery". Mmdg did not follow up with the initial reporter because they had stated that they had no additional information during the initial complaint. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4)

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "would not deliver formula". They were asked for clarification, and they stated that the pump "would not run during normal delivery". Mmdg did not follow up with the initial reporter because they had stated that they had no additional information during the initial complaint. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4).